Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00232; 1627487-2021-00233. Additional information received indicates the l3 and s1 leads were explanted and replaced. X-rays confirmed the leads were fractured. Effective therapy was restored. Note: it is unknown which s1 lead was replaced, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.